Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No pump/transmitter communication anomaly or calibration anomaly noted. No pairing pump to transmitter anomaly noted. The following were noted during visual inspection: scratched case. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 01-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm or usersuspended alarm noted in the pump history file. Perform the history review 1 week prior to the event date 01-nov-2024 in the pump history file and found multiple sensorerroralert (801) on (B)(6) 2024, 1 sensorerroralert (801) on (B)(6) 2024 and 2 nodelivery alarms on (B)(6) 2024 (during basal). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Sensorerroralert (801) not confirmed. Nodelivery alarm not confirmed. The pump passed the functional testing. No current code/category not confirmed (related svn (B)(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. Cause of death was natural causes due to complications with diabetes. Other relevant history, including preexisting medical conditions: diabetes. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1884l, unk_reservoir, unomedical, mmt-7040a. No product return is required for mmt-1884l. Troubleshooting was not performed. It was unknown whether the customer will continue use of the device. No product return is required for unk_reservoir. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.